Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 400 mg/dl and 300 mg/dl at the time of incident and 409 mg/dl at the time of call. Customer¿s other blood glucose level was over 300 mg/dl last night and current blood glucose level was 401 mg/dl. Customer was treated with insulin pump and manual injection. Customer stated that the drive support cap was normal. Customer was assisted to performed high pressure test and the test did not pass. However, customer also performed high pressure test and the test passed. Troubleshooting was performed for hyperglycemia. The insulin pump will not be returned for analysis.